Manufacturer narrative:
(B)(4). Date sent: 3/20/2026 d4: batch # unk d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that cec45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was complete and there were fifteen malformed staples on the staple line, the remaining staples meet the staple form release criteria, the malformed staples do not create a fluid path. After further investigation, it was found that the anvil was misaligned, causing malformed staples. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon¿s quality system. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the device lot e24120010, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid colectomy procedure, it was observed that the device would not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.